Event description:
On (B)(6) 2011, pt reported the down button on her infusion device has not worked since 6 months after she received the infusion device. Pt stated she has just been making it work with the up button function only. Pt reported she initially noticed the button not responding when pressed for bolus and basal rate programming. Pt stated the issue occurred 6 months after she started on the infusion device. Pt reported the button pops back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.